Manufacturer narrative:
(B)(4). The affected devices were returned and evaluated. In an analysis performed by our research department: visual inspection of the returned components showed bone cement on the fixation surfaces of the femoral component, tibia base, and patella. Damage on the articulating surfaces of the insert was likely due to expected usage; damage to the locking surface of the insert was likely due to removal. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision was performed due to implant failure.